Manufacturer narrative:
The device was not returned and the serial number is unknown, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump repeatedly alarmed downstream occlusion while infusing an adolescent patient that had a port. There was a delay in therapy but no known patient injury, or medical intervention associated with this event. No additional information is available.